Manufacturer narrative:
The insulin pump was received with two buttons that had intermittent button response due to flattened button dome switches. The following cosmetic damage was also noted: cracked case at the display window corners, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the down arrow does not click and it has to be pressed multiple times before it responds. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.